Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought it was shut off but then later stated that she was not sure if it was shut off because she felt she was not getting the signal and it was not working like it was. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
After review of the additional information, the event has been changed from serious injury to malfunction, and many patient codes have been removed. The only patient codes that remain are listed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were hospitalized for the uti, sepsis and fever and had emergency surgery at 1 am. The healthcare provider placed a stent in their bladder around the kidney stone that blocked their bladder, so they were able to urinate. It was noted that they stayed hospitalized until their fever decreased and were discharged when improvement was seen. A few weeks later they were re-admitted and the kidney stones were ¿blasted¿ and the stent removed. It was clarified that their utis were related to their underlying urinary dysfunction and were not related to the device or therapy. They had had then on and off for years prior and twice since implant. Their cause was unknown but some were caused by diarrhea off and on. It was also clarified that the device was reset in between when they didn¿t feel stimulation at 5v, but then felt it at 3.3v on the call. It was also stated that ¿things continue¿ and they want a healthcare provider who can assist them with their device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in september the patient stopped getting symptom control and had a kidney stone blocking their bladder. It was reported that the healthcare provider (hcp) at the hospital had to do an emergency service in the middle of the night to put a stent in because the blockage was causing the patient¿s bladder to not empty. After the hcp inserted and removed the stent they ¿blasted the large kidney stones.¿ it was stated that the patient was ¿so out of it mentally and physically.¿ it was noted that their symptoms improved after the kidney stone was removed, but they had not told the hcp that they had an implanted device, and they wanted to know if the procedure to ¿blast the kidney stones¿ would adversely affect their implant. It was also reported that the patient had a uti on (B)(6). The uti caused them pain and also led to them hav ing a 103 degree temperature and sepsis around the (B)(6). The patient also noticed that they weren¿t feeling stimulation around (B)(6). It was stated that their implant was not working; they did not feel stimulation anymore and had noticed that the implant was not helping with controlling their symptoms. It was noted that they usually had their implant at 2.5v, but they brought the stimulation up to 5 and couldn¿t feel stimulation prior to the call. It was noted that this was ¿scary¿ because they hadn¿t previously had stimulation that high before. They did get their battery checked and indicated that the battery was ok. Troubleshooting on the call found that stimulation was on, on program 2 at 2.5v. The patient increased stimulation to 3.3v and confirmed that stimulation was comfortable. The patient was sent a list of local healthcare provider¿s as they had recently dismissed theirs. No further patient complications are anticipated or expected as a result of this event.